Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller stated his mother, the customer, had a medical event where she received a low read on her adc freestyle freedom lite when compared to an hcp meter. On (B)(6) 2018 at 12:01pm customer obtained a read of 120mg/dl on her freestyle freedom lite which was higher then how she felt and higher than what she normally gets. She felt very confused, didn't know where she was, and could hardly move. Her husband called the paramedics and when they arrived 30 minutes later, they obtained a blood glucose read of 398mg/dl on the paramedic's meter. The paramedic transported the customer to the hospital and obtained another glucose reading of 408mg/dl on the hospital meter. The customer was administered an unspecified dose of insulin. The customer remained in the hospital for 7 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product's have been returned and investigated. Visual inspection has been performed on the returned product's and no issues were observed. The mete powered on with the test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report. Pma510k# has been updated.

Event description:
A caller stated his mother, the customer, had a medical event where she received a low read on her adc freestyle freedom lite when compared to an hcp meter. On (B)(6) 2018 at 12:01pm customer obtained a read of 120mg/dl on her freestyle freedom lite which was higher then how she felt and higher than what she normally gets. She felt very confused, didn't know where she was, and could hardly move. Her husband called the paramedics and when they arrived 30 minutes later, they obtained a blood glucose read of 398mg/dl on the paramedic's meter. The paramedic transported the customer to the hospital and obtained another glucose reading of 408mg/dl on the hospital meter. The customer was administered an unspecified dose of insulin. The customer remained in the hospital for 7 days. There was no report of death or permanent injury associated with this event.